Event description:
An optometrist reported a case of dry eye, observed on a patients' right eye at three month post (prk) photorefractive keratectomy visit. Patient noted ghosting around images. Upon follow up, reporter indicated patient was prescribed artificial tears for the daytime, tear gel at night, topical steroid drop and an eye vitamin supplement. The patient was also prescribed cyclosporine ophthalmic emulsion which the patient declined. Reporter indicated the doctor offered punctal plugs also but the patient declined. Reporter stated the patient still has dry eye and ghosting around images. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).